Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd the attached user facility report ((B)(4)) from the (B)(6) registry. The reported stated: "left lower chest pressure progressing across the chest, elevated mean arterial pressure (map) which continued after taking benzodiazepine and hydralazine. The hospital administered nitroglycerin and morphine. The pt was found to have elevated troponin I."

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.